Manufacturer narrative:
The insulin pump passed the self test and the vibrator operated properly during testing. Several bolus deliveries were programmed and the vibrator functioned at the start and end of each delivery. No vibrator anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
Customer reported the insulin pump would not vibrate anymore. Customer did not recall blood glucose. She was administering a bolus when she noticed the anomaly. Vibrate mode feature was turned on. Customer recently inserted a new battery. Self test was performed and device did not vibrate during the test. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.